Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on device investigation and customer information, the most likely root cause has been assigned to a temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device. It was clarified the complained problem was the 3t was unable to achieve max temp @ 41 degrees on patient side. During troubleshooting, livanova representative discovered no abnormal observations. Instrument achieved expected temperature values in expected timeframe. Observed instrument achieve max temperature values from lowest temperature values in expected timeframe. Representative checked internal tank temperatures using approved temperature device. All temperatures within expected tolerances. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Representative confirmed the customer is not using tubing longer than required lines. According to information, issue occurred while attempting to heat just one side. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a problem with a heater-cooler system 3t during a procedure. There is no report of any patient injury.